Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states she inserted a strip into the mg/dl meter, dosed the strip and the meter displayed 9.6, which is consistent with a device reading in mmol/l. Customer could not remember if she saw any units of measure after the 9.6 result. The only result that was stored in the meter memory was 265 mg/dl. Customer is adamant the meter displayed a blood glucose result of 9.6. No adverse event reported. A request was made for the return of the device, replacement sent.